Event description:
Patient reported the upper button on the pump is damaged and does not work. Patient stated she is able to press it but the button does not respond. No adverse event reported. Patient does not want to return the pump.

Manufacturer narrative:
The event occurred in (B)(6). Device is unavailable for return.